Manufacturer narrative:
(B)(4). From the pictures it was confirmed the defect reported by the customer broken/detached parts - clip - other. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73j2100520 investigation did not show issues related to the complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production p/n 544230 hemolok ml clips 6/cart 84/box, lot# 73d2200212, the samples were visually inspected and issue reported broken/detached parts - clip - other was not observed in the current manufacturing process. Failure mode broken/detached parts - clip - other could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. Failure mode broken/detached parts - clip - other could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determine the root cause and corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.

Event description:
The clip broke during loading, all the other clips (5) from the same blister has been used without problems.